Event description:
This is 2 of 2 MDR's filed for the same issue and same pt at one hemodialysis facility. Pt uses one 15g and one 16g fistula needle for each treatment. User facility reports one pt who is experiencing skin reaction around the cannulation site during hemodialysis treatment. Skin area approximately 1" diameter becomes red after needles are inserted. No itching or swelling are reported. Symptom resolves after needles are removed. Pt used medisystems needles for 4-6 months with no reaction. Symptom began 3 weeks ago and occurs on some treatments but no others. Medisystems clinical staff is working with facility to log reaction dates, symptoms, diet, medication, and method for cleaning cannulation site.